Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that cathena catheter safety did not advance with catheter, leaving needle exposed. Verbatim: cathena catheter safety did not advance with catheter, leaving needle exposed.